Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when firing the antrum, open staples were noted from the two reloads. The staple line was also incomplete distally. Another reload was used to complete the case. There was no patient injury.